Manufacturer narrative:
The insulin pump passed self test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump powered up properly and all operating currents are within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that drive support cap was flushed. Customer was advised that insulin pump would need to be replaced.